Manufacturer narrative:
G1. Manufacturer site phone: (B)(6). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular re-entrant tachycardia/wolff-parkinson-white syndrome ablation procedure with a decanav catheter and experienced a cardiac tamponade which required pericardiocentesis. Two non-biosense webster quad catheters and a decanav catheter were inserted and after the transseptal puncture, the patient had a pressure drop. A soundstar catheter was inserted and observed that the patient had developed a pericardial effusion. Pericardiocentesis was performed in which 350 cc was removed from the pericardial space. The procedure was aborted. The patient was stable and admitted for observation. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.